Event description:
See initial report.

Manufacturer narrative:
H.10: through follow up communication, livanova deutschland learned that the device was cleaned regularly per the instruction for use and is placed inside of the operation theater during use, with the fan of the device positioned away from the patient at an estimated distance of 2 meters from the surgery field. In addition, livanova learned that hydrogen peroxide h2o2 is not checked. This is not in accordance with the instruction for use. The above mentioned deviation from device instruction for use may have led/contributed to the reported contamination.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The customer requested deep disinfection to solve the problem. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chelonae. There is no known patient involvement.